Manufacturer narrative:
As it is likely that the reporter mistakenly selected freestyle libre 14 day device rather than freestyle libre 2 device, extended investigation has been performed for freestyle libre 2 sensor. The reported product is not expected to be returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the father of a customer reported signal loss issues with the freestyle libre sensor. The caregiver reported that due to frequent signal loss between sensor and reader, he has to check on his son every 2 hours to ensure he has not become hypoglycemic, and has had to treat son with glucagon. Please note that signal loss/device alarm issues only occur with the freestyle libre 2 sensor, as the freestyle libre 14 day does not have this feature. There was no report of death or permanent injury associated with this event.